Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 application experienced an interruption due to an operating system upgrade on the smart device. Patient was advised to uninstall and re-install the g5 application. No additional patient or event information is available.